Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: the pump powered on with the display functioning properly. The allegation could not be duplicated.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen had become blank. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.